Event description:
While processing an incident of generator replacement due to end of service, it was discovered that the pt underwent lead replacement surgery one month after generator replacement surgery for unknown reason. Further investigation revealed that introperative device diagnostic testing during generator replacement surgery yielded high lead impedance reading (dc-dc code 7) when new generator was connected to original lead. The generator was disconnected from the lead and tested separately with acceptable results. The generator was then reconnected to the lead and the pt was closed with plans to retest the system in one week as it was suspected that the presence of fluid may have contributed to the high impedance test result. At follow-up office visit 10 days later, it was noted that the pt's incision site under their left arm was red and gaping open. Device diagnostic testing again resulted in high lead impedance reading. The pt subsequently underwent lead replacement surgery. Device diagnostic testing following lead replacement surgery was within normal limits and the pt reportedly tolerated the procedure well. Lead break is suspected.